Manufacturer narrative:
(B)(4). Device evaluation summary: investigation summary: it was reported that the device had performance pull off suture needle pre-op. It was received for analysis a labeled winding former and a detached needle of product code y333. During the visual inspection of the sample, the swage and attachment area of were noted to be as expected. The suture could not be dispensed since it has begun with the process of degradation and this caused that the needle was not attached to the suture. Also, the foil was not returned for evaluation. The product code y333 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and suture was used. The suture had been detached from the needle before use and the device was not used on the patient. There were no patient consequences reported. Upon evaluation of the device, the suture could not be dispensed since it has begun with the process of degradation and this caused that the needle was not attached to the suture.